Event description:
During a clinic follow-up, an increase in the defibrillation impedance and capture threshold were observed on the right ventricular (rv) lead. Additionally, episodes of noise were observed on the rv lead. Provocative testing was performed and noise was able to be reproduced. Insulation damage of the rv lead was suspected, but was unable to be confirmed. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the cause of the noise was due to electromagnetic interference (emi) and resulted in oversensing on the right ventricular (rv) lead. Additionally, a loss of capture was observed on the rv lead. The patient is not pacemaker dependent. The device was reprogrammed to resolve the event and the patient was stable.